Manufacturer narrative:
Concomitant medical products: 693565 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was exhibiting far field r-wave (ffrw) oversensing. The lead was reprogrammed to resolve and remains in use. The patient is a participant in the adapt response clinical study. No patient complications have been reported as a result of this event.